Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on her back described as a burn under the therapy electrode pads. It was reported that there was a "graying green substance" coming from one of the rear therapy electrode pads where the irritation was located. The patient's doctor advised her to apply hydrocortisone cream. Follow-up indicated that the irritation was better and clearing up.